Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was unable to connect to the heartmate touch. A reconnection was attempted but it was unsuccessful. The patient was able to connect to the other heartmate touch/power module/adapter successfully.

Event description:
No products would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of being unable to connect to the heartmate touch was not confirmed. The heartmate touch (serial number (B)(6) was not returned for analysis. Provided information stated the power module serial number was (B)(6), the patient was disconnected and retried on a different heartmate touch and the issue resolved, and no product was returning for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) (rev. C), chapter 4 ¿heartmate touch communication system¿, and the heartmate touch communication system quick start guide (rev. A), under ¿how to use the heartmate touch communication system¿, explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 IFU, chapter 7 ¿alarms and troubleshooting¿, and the heartmate touch communication system quick start guide, under ¿troubleshooting¿, cover all alarms (visual and audible), including the disconnected system controller - heartmate touch app and the wireless connection lost - heartmate touch app messages, and the actions to take when the alarms occur. No further information was provided. The manufacturer is closing the file on this event.